Event description:
On 10/20/2023, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion was broken. This occurred during a case, and another device was used to complete the case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpacked ar-12990 serial/batch number (B)(6) was received for investigation. No functional test was performed because of the damage to the instrument. Visual evaluation found damage at the tip; it was noted that the top jaw was broken off. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.